Event description:
The hcp reported a patient experiencing increased pain for the past 3 to 4 months despite titration of medications. Catheter evaluation by x-ray observation noted a leak at the connector and the elbow site. The patient underwent replacement of the catheter and recovered without sequela. The drug used in the pump is fentanyl 500 mcg/ml at 0.25 mg/day.